Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10x3.5mm, concentric, de novo, with a > 45 and < 90 degree bend target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. After predilation was performed with a 3x12 balloon catheter, an 8 x 3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the physician encountered significant resistance while attempting the device to cross the lesion. When device was removed, it was noticed that the mid portion of the stent struts were kinked. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.